Manufacturer narrative:
Patient was evaluated and high impedance was detected on the lead during an impedance check. One of the patient's leads had high impedance on every contact. The patient's second lead was fractured. Surgical intervention was undertaken wherein the patient's leads were explanted, replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-01280, 3006705815-2023-07096. It was reported that one of the patient's leads had high impedance on every contact. Additionally, the patient's second lead was reportedly fractured. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.